Event description:
Patient presented to the physician with wound dehiscence, signs of infection, and the device migrating out of the body at the chest incision. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.